Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the testing, due to cracked end cap. Further functional testing could not be performed due to alarm. The device was also received with minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported the insulin pump alarmed to indicate the force sensor system was compromised. Customer's blood glucose was 90 mg/dl. The insulin pump was not bumped or dropped prior to the alarm occurring. The drive support cap appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.